Manufacturer narrative:
(B)(4). The customer reported that the etco2 function would not give a reading during a patient event. The involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. This complaint is still being investigated. A follow-up will be submitted after philips obtains more information about this event.

Event description:
The customer reported that the etco2 function would not give a reading during a patient event.